Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device has exhibited intermittent high out of range pace impedance measurements on the right atrial (ra) lead since 2018. The ra lead is not a boston scientific product. There has also been corresponding respiratory rate trend (rrt) sensor oversensing observed. Device reprogramming has been performed to address the rrt sensor oversensing but ra pace impedance spikes are still occurring. The physician indicated that they are preparing to extract previously abandoned leads from this patient and asked boston scientific technical services (ts) if they need to extract the active ra lead as well. Ts discussed with the physician that spikes in impedance set up the opportunity for rrt oversensing to occur. Ts explained that impedance spikes, rather than a steady change in impedance measurements, could be an indication of a device header spring contact issue rather than a lead issue. Ts discussed that these types of impedance concerns have been observed when boston scientific devices are paired with a competitors lead. Boston scientific has changed the device header spring contact design to address this issue. However, this specific device has the previous device header spring contact design. The physician stated that this all makes sense as they have observed impedance spikes with pocket manipulation testing and they will discuss this with the extraction physician. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. The device and ra lead were subsequently explanted and replaced.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device has exhibited intermittent high out of range pace impedance measurements on the right atrial (ra) lead since 2018. The ra lead is not a boston scientific product. There has also been corresponding respiratory rate trend (rrt) sensor oversensing observed. Device reprogramming has been performed to address the rrt sensor oversensing but ra pace impedance spikes are still occurring. The physician indicated that they are preparing to extract previously abandoned leads from this patient and asked boston scientific technical services (ts) if they need to extract the active ra lead as well. Ts discussed with the physician that spikes in impedance set up the opportunity for rrt oversensing to occur. Ts explained that impedance spikes, rather than a steady change in impedance measurements, could be an indication of a device header spring contact issue rather than a lead issue. Ts discussed that these types of impedance concerns have been observed when boston scientific devices are paired with a competitors lead. Boston scientific has changed the device header spring contact design to address this issue. However, this specific device has the previous device header spring contact design. The physician stated that this all makes sense as they have observed impedance spikes with pocket manipulation testing and they will discuss this with the extraction physician. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. The device and ra lead were subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device has exhibited intermittent high out of range pace impedance measurements on the right atrial (ra) lead since 2018. The ra lead is not a boston scientific product. There has also been corresponding respiratory rate trend (rrt) sensor oversensing observed. Device reprogramming has been performed to address the rrt sensor oversensing but ra pace impedance spikes are still occurring. The physician indicated that they are preparing to extract previously abandoned leads from this patient and asked boston scientific technical services (ts) if they need to extract the active ra lead as well. Ts discussed with the physician that spikes in impedance set up the opportunity for rrt oversensing to occur. Ts explained that impedance spikes, rather than a steady change in impedance measurements, could be an indication of a device header spring contact issue rather than a lead issue. Ts discussed that these types of impedance concerns have been observed when boston scientific devices are paired with a competitors lead. Boston scientific has changed the device header spring contact design to address this issue. However, this specific device has the previous device header spring contact design. The physician stated that this all makes sense as they have observed impedance spikes with pocket manipulation testing and they will discuss this with the extraction physician. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.